Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One offset flex clamp broach hndl e item# 31-555408 lot# zb130304 was returned and evaluated. Upon visual inspection there are impact marks on the handle and the strike plate of the device. The handle locking feature opens and closes upon use. The device was function checked and found to be conforming. A review of the device history records identified no deviations or anomalies during manufacturing. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported that the offset broach handle was found broken after the procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.